Event description:
A report was received that the patient was having difficulty charging and the ipg would not hold a charge for longer than a day even when using a low rate stimulation. It was mentioned that the ipg started depleting quickly after a recent revision. Database analysis charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg showed signs of premature battery depletion.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint was confirmed. The defective device would not be charged nor linked due to excessive sleep current leakage. The battery depletion rate and sleep current were extremely excessive. The patient data was captured using an external power source. The patient's data shows no sign of device malfunction until the device damage. It was reported that electrocautery was used during the patient's lead revision.

Event description:
A report was received that the patient was having difficulty charging and the ipg would not hold a charge for longer than a day even when using a low rate stimulation. It was mentioned that the ipg started depleting quickly after a recent revision. Database analysis charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg showed signs of premature battery depletion.

Manufacturer narrative:
Additional information was received that device malfunction was suspected due to electrocautery used during the recent revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient was having difficulty charging and the ipg would not hold a charge for longer than a day even when using a low rate stimulation. It was mentioned that the ipg started depleting quickly after a recent revision. Database analysis charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg showed signs of premature battery depletion.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging and the ipg would not hold a charge for longer than a day even when using a low rate stimulation. It was mentioned that the ipg started depleting quickly after a recent revision. Database analysis charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The ipg showed signs of premature battery depletion.